Manufacturer narrative:
This supplemental report is being submitted to correct section. A review of the file was performed and it was noted that the correct aware date for the reported event is (B)(6) 2016.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most likely cause of the teflon pad damage could be attributed to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad melted at the tip and exposed metal. It was also reported that a ¿short circuit¿ error message displayed. The procedure was completed using a different thunderbeat device. No patient injury occurred. This is report 1 of 2.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection on the returned device was performed and there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated and missing from the jaw exposing metal. The missing teflon pad was not returned. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement had some minor restriction due to tissue build up. The jaw of the device was found not to be closing and moving when the handle was in close position. The cause for the teflon pad damage is most likely due to no tissue or insufficient tissue between the probe and jaw when the device was activated.